Event description:
During a regular follow-up performed on (B)(6) 2020, one episode of atrial noise oversensing was stored in the device memory. No abnormalities were observed in the lead measurements curves. The pacing system remains implanted.

Event description:
During a regular follow-up performed on (B)(6) 2020, one episode of atrial noise oversensing was stored in the device memory. No abnormalities were observed in the lead measurements curves. The pacing system remains implanted.

Manufacturer narrative:
This case was mistakenly associated to a lead manufactured and sold by another company. This follow-up MDR is sent to notify the FDA that it was therefore decided to record this complaint under the associated pacemaker to analyze the patient files.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During a regular follow-up performed on (B)(6) 2020, one episode of atrial noise oversensing was stored in the device memory. No abnormalities were observed in the lead measurements curves. The subject lead remains implanted.